Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported during spinal instrumentation for cortical fix fenestrated screw (cfx) system augmentation due to spinal degeneration and osteoporotic bone procedure on (B)(6) 2019, a vertecem v+ cement kit could not be applied through the syringes due to its consistency. Thus, the surgeon used a new device. The first and second package of vertecem did not work while the third one did. The second package was kept and the first one was discarded. There was a surgical delay of twenty (20) minutes. The procedure was successfully completed and patient outcome was okay. Concomitant medical products reported: vetrecem v+ syringe kit (part# 03.702.215s, lot# unknown, quantity 1). This report is for one (1) vertecem v+ cement kit. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 07.702.016s. Lot: 8g53250. Manufacturing site: selzach. Supplier: osartis gmbh. Release to warehouse date: 28.nov.2018. Expiry date: 01.jul.2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. The returned article was forwarded to the external supplier for evaluation. The statement below is a summary of their investigation. We have analyzed the supplied cement kit in our laboratory. A retain sample of the affected batch 8g53250 has been tested in our laboratory without any deviations. Based on the piston position of the supplied kit the cement has been transferred half into the syringes. Your opened vertecem v+ system shows unmixed amounts of cement in the upper corners near the piston. For this reason, we assume an user error (wrong mixing technique or too short mixing time) which could leads to the criticized applicative behavior. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.